Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unit was also received with moisture damage on the motor, battery tube, and vibrator assembly. No vibrate anomaly noted. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and cracked case at the reservoir tube window corners. (B)(4)

Event description:
The customer reported via phone call that she went swimming with the insulin pump on. The insulin pump was vibrating without an alarm or alert. The insulin pump had a crack where the belt clip locks. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.